Manufacturer narrative:
For the pending event, the investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The investigation is ongoing. The follow up action for this event was that the field service representative replaced the photometer and filter lamp. He found the rinsing station aspiration tube was slightly blocked which led a bad aspiration into wells. He unblocked the tube and re-adjusted the pump gear. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Questionable non-reproducible results were generated by the cobas 8000 cobas c 701 module. The events involved a total of 2 patients with the following: 2 questionable results for crep2 creatinine plus ver.2.